Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with an unknown catheter and a rotawire. The advancer, handshake connection, coil, and sheath were microscopically and visually examined. The advancer unit and burr devices were received attached together as a single unit. The advancer knob was received tightened in a forward position. The burr was received detached and on the rotawire. At the location of the detached burr, approximately 129.5cm from the spring tip, the wire has a small chunk missing and discoloration of the wire. The burr was able to be removed from the rotawire with no issues. The annulus was damaged (chewed up) and not round. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07032. It was reported that burr became stuck in lesion and burr detachment occurred. A 1.25mm rotalink¿lus and a rotawire were selected for use. During the procedure, when the burr was used to get through some calcification, it was noted that the burr got stuck in the lesion and came off the catheter. The whole system was removed from the patient's body by pulling out the wire which dragged the burr out of the vessel together with the wire. The patient was sent to surgery due to how complicated the procedure was. No further complications reported.